Manufacturer narrative:
(B)(6). (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the distributorship that the products were found to be nonconforming. Our incoming inspection team member found debris in the sterile package. No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned product identified that there is debris inside the sterile packaging. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the products when they left zimmer biomet was non-conforming. The root cause of the reported event is the operator not following instructions during the manufacturing process. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.